Event description:
The customer was hospitalized for high bgs. It ws stated that the customer woke up with high bgs, treated with bolus, but bgs still were elevated when tested. The infusion set was changed and the customer bolused again. Bgs could not be controlled and the customer was taken to the hosp. It was believed that high bgs might have been due to stress factor. Also the device had an alarm.